Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device did not work properly from the beginning of the case. The device made a grinding noise and would not rotate and then it stopped. A second device was used to successfully complete the case with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 12/04/2008. Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.